Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The subject liner was returned in used condition with damages consistent with the reported implantation attempt. The event was confirmed. The surgical protocol provides proper instructions on how to fully seat the liner into the shell. The investigation concluded that the shell was either not properly aligned or the surgeon did not adequately impact the liner. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
In the process of a hip replacement it was found that the polyethylene liner had not seated in the trident psl shell. The liner was impacted back into the shell and tested to see if it had seated properly. It was found to come out again. The surgeon decided not to implant the liner and replaced it with a ceramic liner which seated correctly. The procedure carried on without complication.

Event description:
In the process of a hip replacement it was found that the polyethylene liner had not seated in the trident psl shell. The liner was impacted back into the shell and tested to see if it had seated properly. It was found to come out again. The surgeon decided not to implant the liner and replaced it with a ceramic liner which seated correctly. The procedure carried on without complication.